Event description:
It was reported that a device was used during an unknown procedure. As the instruments were being passed through the device, the cannula broke in half. All pieces were retrieved. There was no pt consequence.